Manufacturer narrative:
No additional information is available. The device was returned; however, the customer allegation of ¿e226 scope communication error¿ could not be reproduced. The e216 scope communication error was caused by defective or damaged cable unit. The cable unit had to be replaced for correct function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image from the camera head was lost during a surgical procedure. An error code e853 was displayed on the screen which corresponds to white balance adjustment and e226 scope communication error was also displayed. The device was returned and an inspection revealed e216 scope communication error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the following were determined: e853 is an error that occurs when the white balance is not adjusted. E216 was caused by a cable failure. E216 and e226 are errors that occur when endoscope communication fails. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.